Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they had a real problem over the weekend. Patient stated they were feeling severe pain almost like an electric shock and they wanted to turn the machine down but they couldn't figure out how to get it on. Agent asked patient if they turned it down and if it helped with the pain and patient stated yes, it has been going on since the day of surgery. Reviewed therapy information and general programming guidance. Redirected to healthcare provider (hcp) if issue persists. They're scheduled to see hcp this coming wednesday.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.